Manufacturer narrative:
(B)(4). Date sent: 3/27/2025. D4 batch #: a9cl4x. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the jaw detached and not returned. Additionally, the tip of the knife was broken off and the piece was not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. Additional information was requested and the following was obtained: did the extended surgery time due to the issue with the device changed the plan of care for the patient? No. Was there any other action taken for the prolonged time of the surgery? No. Did the procedure have to be converted to open? No. Did the patient need any different type of post op care due to the extended time of the procedure? No. Did the patient experience any adverse consequences due to this issue? No.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the extended surgery time due to the issue with the device changed the plan of care for the patient? Was there any other action taken for the prolonged time of the surgery? Did the procedure have to be converted to open? Did the patient need any different type of post op care due to the extended time of the procedure? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while using the device for a lap colorectal surgery, after dissection, when surgeon slided through the walls of the rectal sheath muscle , the tip of the instrument got broken and surgery got delayed.